Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A test reservoir was installed and did not lock in place due to partial broken reservoir tube lip. Unable to perform displacement tests due to broken reservoir tube lip. The following were noted during visual inspection: unit had scratched case, broken battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corner, stained address/serial number label and stained end cap sticker. In summary, a test reservoir was installed and did not lock in place due to partial broken reservoir tube lip and broken battery tube threads confirmed. Unable to confirm battery cap damage due to battery cap not come with unit. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-554cms. Troubleshooting was performed. Customer reported physical damage on the pump battery cap and battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-554cms was requested and customer response was the device returned.